Event description:
It was reported that pt underwent revision hip arthroplasty utilizing constrained acetabular component in 2002. Pt bent down to tie shoe and locking ring on liner broke. Revision procedure to replace component was performed in 2004.